Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. It was reported that the patient had been undergoing hyperbaric oxygen therapy for a week. A magnet was placed over the pulse generator during each session. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. Later, the patient was checked in the office, and the fault was successfully cleared. The battery remaining was down to five percent. It was at sixteen percent this past april. The clinic will continue to monitor the patient via latitude. There were no adverse patient effects reported. The device remains in service.